Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, while using the device to extract specimen from the abdomen, the bottom pouch broke at the seam.